Manufacturer narrative:
A patient death was reported to abbott. The cause of the patient's death is unknown. It was determined the patient was implanted with trial leads, and a chiropractic manipulation to align vertebrae was performed. Following the alignment the patient experienced excruciating pain, sweating, and therefore took pain medication. The stimulation strength was turned down. After a few hours the patient vomited and lost consciousness. Paramedics were called to assist the patient and the patient later died. No scs system complaints were reported nor were implanted products returned for analysis. All event information pertaining to this device has been reviewed and no product investigation is necessary at this time as the circumstances of the event have not been attributed to the implanted system.

Event description:
Manufacturer related report number: 3006705815-2021-03983. It was reported the patient was implanted with trial leads on (B)(6) 2021, on 26 july the patient performed chiropractic manipulation to align vertebrae. Following the alignment the patient experienced excruciating pain, was sweating, took pain medication and turned stimulation strength down. After a few hours the patient vomited and lost consciousness. Paramedics were called to assist the patient and the patient later died on (B)(6) 2021.